Event description:
Home patient (hp) reports incomplete prime with patient extension line. Hp reports that was able to reprime the line and complete treatment with assistance of baxter technician. No pt injury or medical intervention required per hp.